Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-16921. It was reported that the right atrial (ra) lead was noted with lead noise and oversensing episodes, noted in the past by the clinic. The patient came in clinic for ra lead extraction. During the procedure, the right ventricular (rv) lead was visually noted with an insulation breach. Both leads were explanted and replaced. The patient was stable.